Event description:
On 05 apr 2008, the sales rep reported that during a workshop the screwdriver would not engage the screw. There was no report of pt contact. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Event occurred during a workshop. Product is an instrument and is not implantable. Request has been made to obtain the product. Eval is pending upon the return of the product.